Event description:
This is a case report received by baxter (B)(4) from an (B)(4) baxter employee. It was reported that a healthcare professional had a flogard single channel infusion pump with unspecified keypad buttons that were inoperative. The failure occurred before use of the device. Other products involved are unknown. The defect was observed in 1 unit. The device is available. There was no patient involvement. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an inoperative keypad buttons was confirmed by baxter personnel. The root cause of this condition was determined to be a disconnected keypad flex cable. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received a follow-up medwatch will be submitted.